Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula is coming out of the infusion site. No adverse event reported; was able to treat. Infusion set cannula has been discarded; no product will be returned.